Manufacturer narrative:
Philips service bypassed the hard drive cage and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc failed to boot due to a faulty hard drive cage switch on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.